Event description:
Complaint received stating "twice spinning spiros devices leaked out fluid onto patient from the end that connected to the catheter." There were no serious patient consequences reported.

Manufacturer narrative:
Lot review: there were two suspect lots, 2925287 and 2908389 both were reviewed and no anomalies reported during manufacturing. Visual receipt inspection: (B)(6) 2015 - received two used ch2000s, spiros, closed male luer lot#unknown. Spiros was connected to a pump set make/model unknown. Four new ch2000s spinning spiros closed male luer, lot# 2908389 (qty. 2) and lot# 2925287 (qty. 2). All five ch2000s devices had no visible anomalies present. The pump set (no visible anomalies) and the spiros were securely connected together. Analysis summary: the reported product problem for leakage could not be replicated/confirmed. Also the connections did appear to be secure. The spiros did meet the product performance specification testing requirements.